Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. The customer reported complaint was confirmed during initial functional testing. The defective autopulse channel die cast kit was replaced to remedy the fault, after which the platform passed all the final functional testing. No physical damage was noted during visual inspection. Review of the archive data indicated error message user advisory (ua) 02 (compression tracking error) around the reported event date unrelated to the reported complaint. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The archive revealed that the size of the patient/object is too small and light in weight during the take-up. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 02 alerts the user that the patient is not correctly oriented on the autopulse or the patient has shifted or the load cells are damaged. The platform passed the initial functional testing without any fault or error. In addition, lifeband cover plate retention inspection was performed and the lifeband cover plate was found to be falling out of the autopulse channel. The load cell characterization test was performed and confirmed both load cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform in complaint on (B)(6) 2017 and investigation is pending. A supplemental report will be filed when the investigation has been completed.

Event description:
It was reported that the autopulse platform (sn: (B)(4)) was used on a patient with ruptured abdominal aortic aneurysm. During use, the lifeband did not stay on (falls out). The customer tried to pull up the lifeband multiple times; however, compression could not be started. The customer quickly removed the lifeband and reverted to manual CPR. When the physician paused manual CPR to analyze the patient's rhythm, the customer replaced the defective platform and compression was resumed with the new autopulse platform. There was a period of a few minutes without CPR; however, the customer does not believe the delay in CPR may have caused harm to the patient.